Event description:
Information reported in medwatch (B)(4) indicated: on (B)(6) 2023, an 82 year old white male (74 kg) with a history of coronary heart disease was undergoing ECMO using a nautilus oxygenator. The temperature was set to 37 degrees. The patient warmed to 36.5 which was adequate to maintain minimal desired temperature. The device was not changed out as there did not exist a high need to change it out.

Manufacturer narrative:
The return of the device was requested from the reporter. However, the device was not returned for analysis; therefore, the reported problem could not be confirmed. No further information was able to be obtained. A water path restriction could reduce the water flow rate supplied by the heater cooler device through the heat exchanger.